Event description:
It was reported that the customer was hospitalized due to low blood glucose. Customer's blood glucose was 18 mg/dl per paramedics but record show it was 16 mg/dl. Customer was given intravenous by paramedics. Customer stated, she had multiple low blood glucose since the hospitalization and was able to treat them. Customer's blood glucose was 47 mg/dl and treated with food. The customer was advised to monitor the insulin pump and blood glucose. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.